Event description:
The customer reported an error 1000, defib failure, cycle power message. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported an error 1000, defib failure, cycle power message. There was no report of pt involvement. The device was evaluated locally. The control pca was replaced to resolve the issue.